Manufacturer narrative:
(B)(4). Concomitant medical product: unknown, unknown tm reverse shoulder reverse stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a reverse shoulder arthroplasty revision due to disassociation of the polyethylene liner from the stem. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a reverse shoulder arthroplasty revision due to subluxation and popping in the shoulder. During the revision, disassociation of the polyethylene liner from the stem was noted. Attempts have been made and additional information on the reported event is unavailable.